Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that they experienced high blood glucose. The customer blood glucose level was 503 mg/dl at the time of incident and the current blood glucose of the patient was 197 mg/dl. Customer stated the other blood glucose value was 400 mg/dl to 500 mg/dl. Customer treated with insulin shot. Customer experienced symptoms such as vomiting. Troubleshooting was performed. Customer was using auto mode. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.